Manufacturer narrative:
Date of event: exact date unknown, event occured few months from date manufacturer was made aware.

Event description:
It was reported that the patients ipg was not charging anymore due to its age. The patient underwent an ipg replacement procedure and was doing great postoperatively with good coverage. The explanted ipg will not be returned.